Event description:
It was reported that the customer attempted to put the insulin pump in suspend mode without looking down at the insulin pump. The customer then noticed that the insulin pump was delivering a 10.0 unit bolus. The customer, even though she was not looking at the insulin pump, knew exactly which buttons she pressed. The customer felt unsafe with the insulin pump. Troubleshooting was performed, and the insulin pump passed the self test. Advised the customer to always look at the screen when programming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.